Event description:
Information was received from a patient regarding an external device. The reason for call was that the controller battery died. Patient stated that they started charging the device yesterday since it was in the red, however the controller just went blank and has been blank ever since and would not power on. An email was sent to the repair department to replace the battery pack. Patient called back and shared they got the replacement battery pack. The reason for call was the patient mentioned that the battery was working just fine but that the controller wasn't able to find the implant. Patient was trying to get the implant working today but it was dead. Patient confirmed no device found appeared. During the call, patient confirmed no visible damage to the recharger cord. Patient started an implant charge session and was able to maintain recharging excellent. Patient shared the controller battery was 100% and the implant was in the red. The issue was resolved. Agent advised patient to continue charging implant. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis, product ID: 97745bp (serial: (B)(6)), product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97745bp, serial#: (B)(6), product type: battery pack, h3: analysis of the battery pack, model#: 97745bp serial#: (B)(6) , revealed that the battery charged when placed in a known good c ontroller. The battery was read by the battery pack reader and met specification requirements. The battery case was broken; the device was scrapped due to the broken tab. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.